Manufacturer narrative:
Follow-up # 1 date of submission 4/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 3/31/2016 with the following findings: a review of the pump¿s black box and alarm history showed one cs 128 replace battery alarm and one cs 150 auto off alarm; no activity outside of normal use was observed. The pump¿s ¿ez-prime¿ steps were performed correctly and no ¿communication¿ alarms or any errors, alarms or warnings occurred during the investigation. The pump performed within specifications; therefore the investigation was unable to duplicate the initial call service ¿communication alarm¿ complaint. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board or to the cgm module. Unrelated to the initial complaint, it was observed that the battery compartment was cracked at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.